Event description:
Complaint - ep was flushed properly to endure efficacy. Catheter was inserted using tee (no fluoroscopy was used). When it came time to deliver retrograde cardioplegia, the line pressure was extremely high and cardioplegia would not pass through the line. Troubleshooting: the line was flushed several times and syringe pulled back-on to see if there was blockage. Also, the catheter was pulled back in case it was too far into the coronary sinus. Antegrade cardioplegia was used for the entire case since the ep wasn't working. Once the mitral valve was repaired, the heart closed and filled by perfusion. Dr. Saw extreme bleeding from the heart. After investigating the bleeding, he determined that a vessel off the coronary sinus was perforated. He believes it was perforated by the ep. After the case, anesthesiologist tried flushing the catheter and it would not flush.

Manufacturer narrative:
Device not returned.